Manufacturer narrative:
Combination product: yes the returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Contrast medium was found in the inflation lumen and in the balloon lumen. Judging from the x-ray markers the stent is not displaced. The stent does not show any damage or irregularities. The crimped diameter of the stent still complies with the specification. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Taking into account the physicians description, the complaint event is most likely related to the patients anatomy (i.e. Severely calcified and tortuous target lesion). It should be noted that the IFU clearly states not to re-insert it as the stent and/or the delivery system may have been damaged during the initial attempt to cross the lesion or during the withdrawal and not to apply negative pressure to the stent system at any time prior to the placement of the stent across the target lesion.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion in the severely tortuous proximal rca. The device was not able to cross the lesion and was removed. Another pre-dilatation was performed but the same device could not cross again. After further dilatation another stent was used to complete the intervention.